Event description:
Patient was undergoing a bronchoscopy when they heard a loud popping sound, it was determined the patient had bit down on the green bite block and a piece had broken off. Patient required additional evaluation with another bronchoscope to verify piece was not in their airway or lung.